Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred at the bottom connection of the crit-line blood chamber that threads the dialyzer. The leak was visually observed to be an external leak where blood had dripped below the wings of the pvc adapter around the threaded area that connects to the dialyzer. Estimated blood loss was from 5 to 10cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample is available for manufacturing evaluation and has been requested

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. Nipro.